Event description:
Patient presented with a non healing fracture status post elbow implant of 1 plate and 12 screws. Patent returned to the or for hardware removal of the one plate and 12 screws and revised to radial head prosthesis. This is 10 of 13 reports submitted.

Manufacturer narrative:
This device was used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.